Event description:
The staff reports that the physician performed a heart cath with attempted intervention. Patient was on a heparin gtt (heparin drip with an act of 149. The patient also received angiomax along with an angiomax gtt. At the end of the procedure the starclose failed. The staff feels part of the failure was secondary to the anticoagulants on board and that the patient was obese. This physician has used this device many times but has had failures. Difficult to rule out physician use vs. Product malfunction.)